Manufacturer narrative:
Belt sn (B)(4) has not yet been recovered from the field. Monitor sn (B)(4) was returned and evaluated at zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment event. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2018 around 12:58 am. The patient was at the hospital and the death was cardiac related. Per the downloaded ECG and flag data, the device detected and alarmed for asystole multiple times between 12:04:31 am and 12:06:59 am. The ECG recordings showed a low-amplitude accelerated idioventricular rhythm at 60 bpm. Subsequent ECG recordings showed CPR artifact on the channels. The device entered multiple treatment sequences due to CPR artifact. The ECG recordings showed asystole with CPR artifact visible. A treatment was delivered at 12:13:37 while the patient was in asystole due to the artifact. The belt was disconnected at 12:13:51 am while the patient remained in asystole. There is no evidence that the inappropriate treatment during asystole contributed to the patient death as the patient was already in a non-life sustaining rhythm.